Manufacturer narrative:
The investigation could not be completed: no conclusion could be drawn as no product was received. Device history report states:invalid lot number provided. We assume that the correct lot number is 8447972. The manufacturing documents for lot 8447972 were reviewed and no complaint related issues were found. Placeholder.

Event description:
Broken instrument reported. This is report 1 of 1 for complaint #(B)(4).